Manufacturer narrative:
Concomitant product: abstack30 abs fixation device 30 tacks (lot # n2d0646x), abstack30 abs fixation device 30 tacks, (lot # n2e0056qx). (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced recurrence, retraction of rectus abdominis muscles, adhesions, scar tissue, firm nodule, abdominal pain, rash, infection, seroma, purulent material, redness, tenderness, fever, chills, nausea, tachycardia, emesis, distention, small bowel obstruction, fluid collections, staphylococcus aureus, corynebacterium, constipation, abdominal protrusion, and pain. Post-operative patient treatment included revision surgery, bilateral component separation, pain medication, hernia repair with new mesh, admission to hospital, bilateral transversus abdominis plane block, abdominal drain, antibiotics, removal of drain, multiple fluid boluses, transfer to critical care unit, and removal of mesh.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced diastasis, recurrence, retraction of rectus abdominis muscles, adhesions, scar tissue, firm nodule, abdominal pain, rash, infection, seroma, purulent material, redness, tenderness, fever, chills, nausea, tachycardia, emesis, distention, small bowel obstruction, fluid collections, staphylococcus aureus, corynebacterium, constipation, abdominal protrusion, and pain. Post-operative patient treatment included CT scan, revision surgery, bilateral component separation, pain medication, hernia repair with new mesh, admission to hospital, bilateral transversus abdominis plane block, abdominal drain, antibiotics, removal of drain, multiple fluid boluses, transfer to critical care unit, and removal of mesh.

Manufacturer narrative:
Additional info: a4, b5, b7, d8, e1 (facility name, street, city, region, postal code), g4 (510k #), h4, h6 (patient codes, imf codes). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: h6 (added patient code). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.